Event description:
It was reported that the pump alarmed, wireless module intermittent connection with pump. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.